Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a transarterial chemoembolization procedure. Reportedly, marking was not obtained. The physician removed the device from the patient groin and used a non-abbott device to achieve hemostasis. There was no adverse patient sequela and no significant impact to the patient due to a reported clinically significant delay in the procedure. It was indicated that the device was flushed prior to use with no issues. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to obtain marking was not confirmed. Analysis of the returned device revealed the device performed according to specifications. Based on visual inspection and functional testing of the returned device, the device performed according to specifications. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.